Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion occurred. It was reported that a concomitant ablation and watchman procedure was performed to treat atrial fibrillation. A versacross connect laac access solution was selected to complete the transeptal puncture procedure (tsp) to gain access to the left atrium. The physician crossed the septum with slight difficulty but was able to get into the left side of the heart and start ablation. Upon completion of the ablation, the physician noted that he was ready for the watchman portion. After removal of the boston scientific ablation catheter, the watchman fxd curve access system was inserted. The moment the sheath was halfway inserted, the physician vocalized the presence of a pericardial effusion utilizing intracardiac echocardiography (ice) and ordered staff to prepare for pericardiocentesis. The effusion was observed at the base of the left atrial appendage. The patient was transferred to the operating room and the patient chest wall was tapped using a pericardiocentesis kit. Fluid was drained while monitoring vitals. Epinephrin was given during the event. A blood transfusion occurred. The patient was admitted to the intensive care unit after the operating room for monitoring. The patient is expected to fully recover.